Event description:
It was reported that the system displayed an ad channel 8 error and would not boot up. This means the analog-to-digital channel failed during system start-up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and the power signal interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.